Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address subsidence of the femoral component, which was also reported to be loose at the cement/bone interface; however, the manufacturer of the cement used at the time of original implantation is unknown.